Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the device is broken. This was noticed at loan the department; there was no patient involved. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device history records was conducted. The report indicates that the: manufacturing location: (B)(4), legal manufacturer: external supplier (B)(4), manufacturing date: 21.aug.2013, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: there was no patient involved. Additional product codes: hsz, gfa, gff. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.